Event description:
Additional info was received from the surgeon. Lens had been implanted in 12/1997. In june pt began to experience hazy vision. Upon examination it was observed that the lens had dislocated into the anterior chamber over the iris. Part of the capsule had adhered to the iris as well. Surgery was performed to reposition the lens as well as a capsulotomy. The surgeon reports causality as unk.